Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during dwell 4 of 5 of treatment. The patient was connected during the incident. The patient believed the leak came from the patient line (pl) on their connection. The patient confirmed there was no fluid on the cycler or even on the floor, the fluid was only on themselves and their bed. Per patient there was nothing else on their bed that could have leaked. The patient couldn't tell if there were any holes or tears on the patient; per patient their pl seemed tight but stated that they believed was where the leak came from. There were no alarms or warnings prior to or after the leak. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the fluid leak event occurred between the patient line connection to the patient's pd catheter during treatment. The cause of the leak was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient inspected the pl and did not find any leaks or damage. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The pdrn confirmed the patient has continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during dwell 4 of 5 of treatment. The patient was connected during the incident. The patient believed the leak came from the patient line (pl) on their connection. The patient confirmed there was no fluid on the cycler or even on the floor, the fluid was only on themselves and their bed. Per patient there was nothing else on their bed that could have leaked. The patient couldn't tell if there were any holes or tears on the patient; per patient their pl seemed tight but stated that they believed was where the leak came from. There were no alarms or warnings prior to or after the leak. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the fluid leak event occurred between the patient line connection to the patient's pd catheter during treatment. The cause of the leak was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient inspected the pl and did not find any leaks or damage. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The pdrn confirmed the patient has continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was available to be returned to the manufacturer for physical evaluation.